Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the operating room the doctor inserted the intra-aortic balloon (iab) through the sheath via left femoral artery. The doctor stated it was very hard to remove the spring wire guide (swg) and was unable to aspirate back. As a result, the surgeon removed the iab and swg before placing another iab. The second iab was inserted through the sheath via the same insertion site (left femoral artery) with no issues. There was an approximate 10-15 minute delay or interruption in therapy with no harm to the patient. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient was still on bypass therefore the patient was manageable.